Event description:
It was reported that during a routine check the cs300 intra-aortic balloon pump (iabp) was not switching on, once able to power on the unit was giving a continuous beep sound and the display was showing blank. There was no patient involvement,

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. Machine checked then found 10 amps. Fuse on the p/s blown again & again & usage houses not showing. During checking found motor controller pcb was faulty and it needs replacement. The fse replaced the motor controller pcb to resolve the issue. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
N/a